Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.

Event description:
The caller stated that on (B) (6) 2010, the tracheostomy tube was placed in the patient and the plot balloon would not inflate. The tube was removed and a recannulation was performed and the pt tolerated the procedure well. The caller did not know if tracheostomy tube was pre-tested.